Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl 21x1 rb had a cracked barrel. The following information was provided by the initial reporter: "it was reported that the customer while using the syringe had a fluid leak from a crack in the barrel. We contacted our rso, and the director of this facility. We let the patient know exactly what had happened and got her rescheduled for the following week. Patient was given unnecessary radiation exposure due to the event being performed twice."

Event description:
It was reported that syringe 3ml ll w/ndl 21x1 rb had a cracked barrel. The following information was provided by the initial reporter: "it was reported that the customer while using the syringe had a fluid leak from a crack in the barrel. We contacted our rso, and the director of this facility. We let the patient know exactly what had happened and got her rescheduled for the following week. Patient was given unnecessary radiation exposure due to the event being performed twice."

Manufacturer narrative:
H.6. Investigation: two identical photos of a loose 3ml syringe with needle attached and a blacked-out label was received and evaluated. It was observed there was a lengthwise crack starting at the 1ml line and extended towards the top of the barrel. There was also a small deformation present at the bottom of the barrel near the collar. The damage was rejectable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9283312 is considered in compliance with our product specification requirements. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.